Event description:
The user facility reported a patient undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The patient developed scant oozing/bleeding at the access site, which was discovered when the patient was turned overnight. The care team were walked through impella site re-dressing. The site was found to be otherwise clean and intact with doppler left pedal pulses. The patient was also receiving platelets (blood products) due to thrombocytopenia and placement of temporary dialysis catheter. Heparin induced thrombocytopenia antibody was positive and heparin was removed from purge solution and replaced with 25u/ml of bicarbonate, argatroban drip was placed for anticoagulation. The patient remained on impella cp support.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿ ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
Section d6a / d6b: implant and explant dates added. This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.